Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that a new pump was inserted, patient noted to be completely impella dependent. It was noted that the patient was in and out of ventricular fibrillation (vt/vfib) requiring numerous shocks. The patient continued to decompensate and after speaking to family decision made to stop care; despite best efforts patient expired on table. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.